Event description:
Customer received result of 97 mg/dl on the aviva combo system, while a comparison lab returned as 44 mg/dl within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6).